Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, the valve leaflets were noted to be hardened. The explanted device has been returned for evaluation; however, the analysis has not yet begun. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. A supplemental report will be submitted accordingly once the evaluation is completed.

Event description:
Edwards received information that this 23mm aortic pericardial valve, implanted eight (8) years and ten (10) months, was explanted due to aortic stenosis secondary to structural valve deterioration. The valve was explanted and replaced with a 25mm edwards inspiris valve with no adverse patient effects reported as a result of the valve replacement. At explant, leaflets appeared to be hardened. Patient status was reported as ¿recovered¿ at a general ward of hospital.

Manufacturer narrative:
The report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and wireform intact. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3mm near commissure 2 on outflow aspect. Calcification and host tissue restricted the leaflets mobility and led to stenosis. The sewing ring was cut around the valve circumference, and exposed the wireform around leaflets 2 and 3 at the inflow aspect. Serrated markings and tissue damage was observed on the outflow aspect of leaflet 3 near commissure calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. This valve was implanted for approximately nine (9) years. It has been determined that the root cause of this event was likely due to patient related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.